Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked, though fluid flow through the fluid path was unaffected. The timing and cause of the observed cannula damage could not be determined. As such, it is unknown if the observed cannula damage had any impact on the device's ability to deliver insulin as intended. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone12.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased approximately 474 mg/dl after approximately 1-4 hours of wear on the leg and did not decrease despite administering multiple correction bolus doses. The pod was replaced and the patient successfully resumed therapy. No medical intervention was reported. The device was returned for investigation, and the cannula was identified to be bent.